Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had received keypad anomaly and frozen display. Customer¿s blood glucose level was unknown. Customer sated that the hears the beep and start from warm up. Customer also stated that the she was click on a key and slowly goes to the next screen. Customer was trying to troubleshooting. The device will not be returned for analysis.